Event description:
Reporter indicated that a vns pt had been hospitalized for a seizure. While in the hosp, it was identified that the pt's heart rate and blood pressure decreased. The vns device settings had been constant for approx 2 months prior to the event. At the time of the initial report, the physician had not determined the cause of the events. Attempts to gather add'l info have been unsuccessful to date.